Event description:
It was reported that while stimulation was turned on there was pain at the implantable neurostimulator (ins) site. While stimulation was turned off, at times, the pt had stimulation sensation on the right leg. The event occurred following being hit by a metal handle of a door directly on the ins site. The pt could barely walk and had problems near site ever since. The pt reported they had cellulitis as well over the ins site.

Manufacturer narrative:
(B)(4).